Event description:
The report stated that during a lavh procedure, the device stuck and knife blade jammed and would not retract. After return and evaluation of the device, it was discovered that the blade extended the beyond the jaw which has the potential to cause injury.

Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw design to increase the blade retention within the jaws of the hand piece.